Event description:
Healthcare professional reported injecting a patient in the tail base with juvederm vista voluma xc and juvéderm vista volite xc. Two weeks later, patient experienced ¿hematoma and allergy, with suspected infection. Patient was treated with 1.5 cc of hylenex and 500 mg lvfx the next day. The event improved. A puncture for induration was performed 2 weeks later with no drainage. Due to the ¿suspected late onset allergy,¿ the patient was treated with 1 cc of hylenex, an antihistamine, crz 2g drip, and lvfx 500 mg. After a cheekbone induration puncture 3 days later, ¿white pus¿ occurred. The patient had ¿multiple subcutaneous abscesses¿ and was given augmentin 250r 375 mg x 3, amoxicillin 250 mg x 3, and biofermin stericlon. Event status is unknown. This is the same event and the same patient reported under MDR ID# 3005113652-2023-00640 (abbvie complaint #(B)(4)). This MDR is being submitted for the suspect product, juvéderm vista volite xc.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The reporter has declined to provide abbvie further information regarding event, product, or patient details. This is a known potential adverse event addressed in the product labeling.